Event description:
After attaching the delivery system to the introducer catheter, the telescoping tube separated from the handle. The entire system was removed and an attempt to place a filter via jugular approach was unsuccessful due to the pt's blocked vessel. An antecubital filter was obtained and the filter was placed to the targeted location with no further complications being reported. This is the second of two reports being filed which involved the same pt.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.